Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the mid left anterior descending artery with mild tortuosity. Pre-dilatation was performed and the 3.0 x 12 mm xience v stent delivery system (sds) was advanced. Slight resistance was noted with the anatomy. The sds successfully crossed and the stent was deployed at 14 atmospheres (atm). During post-dilatation, a distal edge dissection was observed which was then treated with an additional stent. The patient is doing good and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.